Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the event as the ventilator immediately displayed a circuit disconnect error and would not ventilate. The fsr performed troubleshooting and determined the most likely cause of the issue is the main printed circuit board assembly.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays circuit occlusion and transducer fault alarms. The customer reported there is no patient involvement associated with the event.